Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and no defects were found. Functional testing and pairing test could not be performed due to the transmitter having 0v. Bin file analysis was performed and no errors were found. A review of the downloaded data log confirmed the reported event of a transmitter failed error. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.